Event description:
Ous MDR - the patient felt faint and went to the hospital. During the in-office check, pacing impedances of this lead were over 3000 ohms. Oversensing due to noise was noted without inappropriate shocks. The device setting was changed to doo with an output of 5.0v. The trend of the linox p/s impedance was about 500 ohms, but on (B)(6) it was changed suddenly according to the data. Rv coil: 43 ohms, svc coil: 64 ohms. These shock impedances looked stable. (B)(6) 2014: since the shock coils appeared to not have any problems, the physician decided to 'continuously use the linox by adding a new rv lead.' There were no other adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.